Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating many air bubbles with a smiths medical, cadd medication cassette attached. It was reported the cassette was from a pre-filled shipment and the end user wasted some medication trying to remove the air bubbles. No adverse patient effects were reported. No additional information is available at this time.